Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
There was no patient involved. Device switches on automatically.

Event description:
There was no patient involved. Device switches on automatically.

Manufacturer narrative:
The device history records for the sam 360p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 360p passed ¿out qat from heartsine technologies on the (B)(6) 2016. Previous experience has shown that devices returned for switching on automatically usually display symptoms including multiple manual power ons, mainly of ten minutes duration recorded in the history log. There was only one manual power cycle recorded in the history log, and this occurred after initial installation of the pad-pak. Furthermore, the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.